Event description:
The customer called to report the insulin pump had unresponsive buttons. Blood glucose reading was 250 mg/dl. No significant events were recalled leading up to the keypad anomaly. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with unresponsive esc button due to keypad connector on lcd board unlocked. Cracked battery tube threads and cracked belt clip slot at battery tube threads area noted. (B)(4).